Event description:
It was reported that on (B)(6) 2011 the patient presented to the emergency room experiencing chest pain. On (B)(6) 2011, a chest x-ray exhibited a ventricular lead perforation. The lead was repositioned. The lead exhibited loss of capture. The patient will be reassessed in one week.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.